Manufacturer narrative:
(B)(4). A visual examination of the returned device noted the clip assembly mashed onto the bushing. The clip could not be deployed and the prongs would not open or close. The prongs were locked into the capsule. A kink was noted in the control wire and on the distal end of the over sheath. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip devices was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not open at all to grasp or lock onto tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the clip was mashed onto the bushing and failed to release from the catheter, therefore this is now an MDR reportable event.